Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and low amplitude. Moreover, muscle stimulation was also observed. Hence, this rv lead was repositioned. No additional adverse patient effects were reported.